Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/25/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2017 and barbed suture was used. The suture was broken during use. There were no adverse consequences to the patient. No further information is available.